Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a manual stapler was used for a colostomy closure. An anastomotic leak was discovered during the leak test. The anastomosis was dissected, it was found that the staples deployed but did not form into the b shaped staples. The procedure was delayed forty-six minutes and the anastomosis had to be redone and the final result was ¿fine¿. Additional information was provided that the surgeon decided to use ecs33a because he simply needed the longer length. The patient had a large amount of sigmoid colon left from the previous case, she is young and suffering from crohn's disease. While he knew the 33 would be tight, he wanted to preserve as much colon as possible. They were able to get the stapler up and fired the device. There were two intact donuts. They performed a leak test and found two leaks anterior to the staple line. They resected the anastomosis and inspected the staple line. The majority of the staples appeared to be still in their original 'field goal' shaped anatomy. A small minority where formed into c-shapes. None were fully formed b staples. They then resected 6 inches of healthy colon to accommodate for our powered stapler length. This diversion took a total of 46 minutes. They used cdh31p that passed a successful leak test and looked good during the final flex sig imaging. Sales rep was present in the case. Dr. R fired the stapler. Sales rep thought she heard the washer crunch, but he fired next to the neptune which was on so not 100% sure. The washer was saved, it appears to be cut. There were no patient consequences reported.